Event description:
It was reported that during the procedure a coil was inserted into the microcatheter and advanced to the aneurysm. While the coil was in the aneurysm physician noted a stretch, so decide to remove the coil and was able to do so with the same microcatheter. When the coil was checked outside the patient, he found subject coil came off along with the another coil. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure a coil was inserted into the microcatheter and advanced to the aneurysm. While the coil was in the aneurysm physician noted a stretch, so decide to remove the coil and was able to do so with the same microcatheter. When the coil was checked outside the patient, he found subject coil came off along with the another coil. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The product was not returned for analysis. Therefore, visual inspection and functional testing was not performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event.the reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that the device was confirmed to be in good condition prior to use and was prepared as per the dfu, continuous flush was maintained throughout the procedure, a microcatheter was used with the coil, and the subject coil was one of 4 coils previously deployed in the aneurysm. Since the subject coil was successfully implanted prior to the reported event and it migrated after deployment due to interaction with the other coil, this event is related to the procedure. An assignable cause of procedural factors will be assigned to the event of main coil migration and device interaction with another device since the issue is associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. H3 other text : the device is not available to the manufacturer.